Manufacturer narrative:
The carefusion failure analysis technician examined the turbine and found that the measured tidal volume is .580 ml. It should be .500ml +/- .05ml. The vent version info window displayed the correct turbine serial number. The vent date time window displayed an incorrect turbine hour meter reading. Could not duplicate, vent inop, motor fault, complaint allegation. However, turbine hour meter reads 0 hours and the turbine is delivering the wrong amount of volume. Finding/root-cause: could not duplicate, vent inop, motor fault, complaint allegation. However, turbine hour meter reads 0 hours and the turbine is delivering the wrong amount of volume. Defective turbine interface pcba, corrupt data on eeprom. This issue is addressed in an internal correction.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator is vent inop and displays motor fault. No patient involvement.